Event description:
Through journal article "case-based review of breast lymphomas" patient presented with left side "large, hyperdense left peri-implant fluid collection" and "flow cytometry demonstrated abnormal t-cell population with cd2, cd4, and cd5 expression, suspicious for t-cell neoplasm and suggestive of breast implant-associated anaplastic large cell lymphoma." Pathological markers confirming alcl have not been received. Mammogram and ultrasound confirmed the peri-implant fluid. A histological and flow cytometric analysis of tissue samples provided the t-cell results. The device status is unknown.

Manufacturer narrative:
The reported events of seroma and lymphoma - alcl - suspected are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason for reoperation is: peri-implant fluid collection and "demonstrated abnormal t-cell population with cd2, cd4, and cd5 expression, suspicious for t-cell neoplasm and suggestive of breast implant-associated anaplastic large cell lymphoma." Article citation: tran, michelle g., et al. "Case-based review of breast lymphomas." Curr radiol rep, vol. 12, 15 mar. 2024, pp. 41¿50., https://doi.org/10.1007/s40134-024-00425-8.